Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level that ranged from 360-523 mg/dl, nausea, feelings of confusion, heartburn, and vomiting. Prior to going to the ER, the customer delivered a bolus and administered a manual insulin injection to address the high bgs. While in the ER, the customer was treated with intravenous saline and insulin. The customer was released from the ER 3 hours later with no permanent damage. The cause of the reported issue was due to ongoing occlusion alarms. Customer changed the cartridge and infusion set to address the issue. The customer reverted to an alternate method of insulin therapy. Additional information was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response from the customer was not received.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.